Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to intermittent c-84 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem, during the case the surgeon had a c-84 error when using bipolar energy, was not able to be confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using a system and energized and cauterized all ports and instruments without an issue. The erbe will be sent to the original equipment manufacturer for further investigation. The complaint was not confirmed based on failure analysis. The probable root cause could not be determined; however, the issue could be attributed to a voltage error within the erbe generator.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the customer reported to technical support engineer (tse) that a c-84 error on the integrated electrosurgical unit (iesu) or erbe was observed. Tse inquired about what was connected to the erbe and had customer disconnect the bovi pencil. Tse requested the customer to test fire bipolar, but the customer was not at the point where they were able to fire bipolar. Tse suggested a hard power cycle of the erbe; however, the customer was not willing to take that step during the procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified updated annex d - conclusion desc 1 to d02 - cause traced to component failure.